Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet and chose to discontinue therapy and return to a previous pump; the user attributed lows to the device¿s suitability for a different diet, declined troubleshooting and additional training, and pursued a return within the stated return window. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms, no reported hospitalization, and cessation of ilet use with product return and credit issuance. Investigation included review of usage history available to customer care, assessment of complaint details, and internal review of return processing. Investigation of this case revealed no device malfunction reported, no alarms recorded, and no confirmed device component failure; the event remained user-reported hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.